Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had no response. The customer completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the complaint was not confirmed by failure analysis. The accessory was tested in house, and no issues were observed. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument passed energy recognition testing. No product issue was identified. The instrument was fully functional. Isi followed up with the initial reporter and obtained the following additional information: the instrument was checked prior to use and no damage noted with other instruments. No fragment fell into the patient. When the crack was noticed, the instrument was removed.

Event description:
Refer to h11 for follow-up information.